Event description:
Attorney's report alleges that subsequent to the pt being implanted with a ck mesh in 2004, the pt developed abdominal pain. On 10/02/2007, the mesh was explanted. After removal of the ck mesh, the surgeon informed the pt that the ring was broken, and the mesh had attached to her intestines.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available.